Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device broke in the patient. It was also reported that a fragment of the tip of the device remained in the patient which requires an additional surgery to remove the fragment. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device broke in the patient. It was further reported that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device broke in the patient. It was also reported that a fragment of the tip of the device remained in the patient which requires an additional surgery to remove the fragment. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
B1 & b2; adverse event/product problem changed to medical intervention and required intervention to prevent permanent impairment/damage (devices) b5; updated executive summary following confirmation of medical intervention for additional surgery to remove tip fragment. H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.